Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: on (B)(6) 2018: (B)(6) center. (B)(6), md. Radiology. CT abdomen and pelvis with contrast. Findings: ¿there is approximately 4.4 cm x 1.2 cm low-density collection within the anterior abdominal musculature at the midline extending posteriorly to the right. Nonspecific metallic radiodensities are noted at the periphery of this lesion, which may represent developing abscess formation.¿ conclusions: ¿low-density collection within the anterior abdominal musculature as described above. Density features suggest fluid collection. Adjacent metallic radiodensities are noted.¿ on (B)(6) 2018: (B)(6) center. (B)(6), md/(B)(6), md. History and physical. Assessment/plan: ¿(B)(6) is a 61 yo male with pmh significant for abdominal and femoral hernias s/p multiple repairs from 2004-2016 who has a retained mesh from previous ventral hernia repair, presenting for recurrence of abdominal wall fluid collection concerning for abscess requiring ir drain. Currently he is hds [hemodynamically stable] and afebrile.¿ abdominal wall fluid collection: ¿CT scan demonstrated fluid collection within the anterior abdominal muscle wall. Previously this was drained by ir on (B)(6) 2018, 40cc aspirated and sent for gram stain and culture. Micro demonstrated rare growth of alcaligenes xylosoxidans ssp xylosoxida susceptible to cefepime and zosyn. Given that therapeutic drain alone did not resolve his symptoms last month, the best course of action on this admission would be to drain and additionally treat with antibiotics. Patient states that he will be able to follow up with dr. (B)(6) in (B)(6) for removal of the likely offending source (hernia mesh). - CT guided aspiration with ir pending. - flu fluid collection gram stain and culture. ¿ f/u blood culture, cbc, cmp - zosyn 3.375g q8hrs. - consider switch to po ciprofloxacin on discharge.¿ admit for IV antibiotic therapy and anticipate ir drain of fluid collection tomorrow. If stable, may possibly subsequently discharge. ¿ reexamination/reevaluation: ¿CT showing early abscess. Pt had abd abscess drained by ir 5 wks ago, will admit for rpt [radiologic percutaneous] drainage has he is having pain and warmth assoc with fluid collection. Previous abscess with only rare growth of bacteria, will hold off on ppx [prophylaxis] abx [antibiotics] at this time given stable vitals and labs. Impression and plan: diagnosis: abdominal wall mass. Plan: admit. Condition: improved.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). (B)(6). Operative report. First assistant: (B)(6). Other assistant: none. Preoperative diagnosis: ventral hernia. Postoperative diagnoses: ventral hernia, incarcerated omentum into ventral hernia. Title of operation: laparoscopic ventral herniorrhaphy with mesh (gore-tex dual mesh plus, lot #10568615) (10 cm x 15 cm). Lysis of adhesions. Anesthesia: general endotracheal anesthesia. 30 ml of half percent marcaine with epinephrine. Indications for surgery: ¿the patient is a pleasant (B)(6) male with long-standing history of ventral abdominal wall hernia. Risks and benefits of operative versus non-operative management were discussed. All of his questions have been answered to his satisfaction and he has given his informed consent for us to proceed with surgery.¿ findings at surgery: 4 cm x 8 cm distribution of ventral fascial defect (there is umbilical hernia and a smaller supraumbilical hernia with incarcerated omental fat over the distribution of 8 cm. Abdominal wall adhesions. Ventral fascial defect approximating in the tension free fashion with a 10 x 15 gore-tex dual mesh. Operative procedure: ¿after appropriate consent was obtained the patient was taken to the operating room and laid in supine position. After placement of orogastric tube and foley catheter the abdomen was then prepped and draped in the usual sterile fashion. A 15 mmhg of pneumoperitoneum was then achieved. Via veress needle introduced through left upper quadrant palmar point incision. Pneumoperitoneum was insufflated after a saline drop test had been performed confirming peritoneal placement of the needle. A 5 mm trocar was then placed in anterior axillary line midabdomen. A 5/30-degree angled scope was introduced and the peritoneal cavity inspected. No iatrogenic injuries were noted. The tip of the veress needle was identified and withdrawn under direct visualization. Two additional 5 mm trocars were then placed above and below the initial trocar. These were done under direct visualization. Our attention was then directed towards the abdominal wall. A fascial defect was noted in the umbilical area. Adhesions were then taken down with a combination of sharp and blunt dissection using electrocautery as necessary. In the process an incarcerated segment of omentum was noted in a supraumbilical hernia as well. The omentum was reduced. This area of fascial defect was measured using spinal needles. The distribution of the defect measures 8 cm x 4 cm. A 10 cm x 15 cm gore dual mesh was introduced into the peritoneal cavity. After placing 0 prolene sutures along the long and treaded access of it. Transfascial sutures were then pulled in four quadrants pulling the mesh up to the abdominal wall in a tension free fashion without any redundancy. These sutures were tied down. A protacker was then used to circumferentially tack the mesh to the abdominal wall. The remaining trocars were then pulled over the fascia and evaluated for bleeding at low abdominal pressures. No bleeding was appreciated. Pneumoperitoneum was then released and the trocars were removed. The skin incisions were then re-approximated with #4-0 subcuticular monocycle [sic] and reinforced with steri-strips. An abdominal binder was placed. The patient tolerated the procedure well. The patient was intubated and transferred to post anesthesia care in stable condition.¿ postoperative condition and disposition: stable/to postanesthesia care unit. Estimated blood loss and blood replaced: less than 5 milliliters/none. Medications and/or IV fluids: antibiotics, ancef. Complications: none. Prognosis, immediate and remote: good. Specimens to the laboratory and/or pathology: see operative procedure. (B)(6) 2012: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10568615. W.l. Gore & associates. The records confirm a gore® dualmesh® plus with biomaterial (1dlmcp03/10568615) was implanted during the procedure. (B)(6) 2018: (B)(6). Maxim spektor, do. Operative report. Preoperative diagnoses: infected herniorrhaphy mesh and possible enterocutaneous fistula. Postoperative diagnoses: infected herniorrhaphy, mesh. No fistula identified. Procedure: exploratory laparotomy, removal of infected herniorrhaphy mesh, primary closure of abdominal wall, and wound vacuum assisted closure placement. Assistant: miranda. Anesthesia: general endotracheal anesthesia. Anesthesiologist: harris, crna. Description of consent: ¿the patient was consented for the procedure. Risks, benefits, and alternatives were discussed. Risks including bleeding; infection; damage to surrounding structures; need for further surgery, which is definite; hernia after the surgery, which is definite; risk of anesthesia including fatality all discussed with the patient. Patient understood and signed consent.¿ description of procedure: ¿patient brought to the operating room and laid supine on the operating room table. Anesthesia was induced. The patient was sterilely prepped and draped. A joint commission on accreditation of healthcare organizations-approved time-out was conducted including patient¿s name, procedure, allergies, and antibiotics. We began by first injecting approximately 20 ml of marcaine mixed with lidocaine and epinephrine along the midline where the patient¿s abscesses were. We then made approximately a 15 cm incision starting at 3 cm below the umbilicus and then advancing to approximately 10 cm above the umbilicus. Using a #10 blade, we then incised the subcutaneous tissues with bovie until we reached the fascia. At the fascia, we identified a pocket of purulent material poking through the fascia. We opened this with bovie and purulent material started spreading out. We then cultured this and then inserted a crile into the abscess cavity and opened this up. The area of abscess cavity contained what appeared to be a gore-tex mesh inside with multiple tacks. We carefully removed all of the tacks and the mesh from the cavity, explored the entire cavity. We identified a small pocket that was perforating though the fascia at the epigastrium. We also opened this up. We then entered the abdomen by elevating the reperitonealized bottom of the abscess cavity. Once inside, we used our finger in the fascia and then opened this up the length of our incision. We identified multiple adhesions of omentum with buried metal tacks inside and removed all of these. Then we identified the small bowel lying underneath the omentum. We ran the small bowel in its entirety from ligament of treitz all the way to the terminal ileum, and we were unable to find any fistulization to the tacks or the mesh. There were no areas of attachment of the omentum or fistulization. We went back and resected the abscess cavity¿s lining. We did this by holding up the abdominal wall using kochers and removing the abscess cavity using bovie. In order to do so, we actually had to take a piece of approximately 5 cm x 3 cm of the posterior sheath on the left-sided abdominal wall. Once this was completed, there was no further purulent material leftover. We began closure. We placed a piece of seprafilm in the area where the posterior rectus sheath was absent on the left side of the abdomen and then used a #1 looped pds to start a running suture from the cephalad portion of the incision. We advanced a 5 mm up and over until we reached the midpoint of the wound. We used #1 figure-of-eight vicryl sutures in order to place interrupted sutures every third throw of the #1 pds. We used the same strategy starting at the caudad portion of the incision to reach the midline. We then tied the two sutures together. We then closed the skin with interrupted staples and then inserted would vacuum assisted closure sponges and then placed a larger connecting sponge. The patient tolerated procedure well and was taken back to postanesthesia care unit in stable condition.¿ estimated blood loss: 10 ml. Needle counts, instrument counts, lap counts correct time two. Specimens: infected hernia mesh and wound cultures. (B)(6) 2018: (B)(6). (B)(6). Pathology report. Accession: 694-s-18-007875. Diagnosis: abdominal wall tissue: pieces of synthetic mesh, adipose tissue with fat necrosis, concentric fibrosis with moderate acute and chronic inflammation. Specimen source: removed mesh. Clinical information: abdominal wall mass. Gross examination: the specimen is received in formalin and labeled with the patient¿s identification and ¿removed mesh.¿ the specimen consists of 62 gm 8 x 8 x 5 cm aggregate od adipose tissue, dense fibrous tissue skinm [sic] and synthetic mesh. Representative sections of soft tissue submitted in one cassette. (B)(6) 2018 [missing records: a culture report detailing analysis of the specimen collected (B)(6) 2018 was not provided.] Records span (B)(6) 2012 to (B)(6) 2018. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10568615 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh and mesh removal. Additional event specific information was not provided.